Event description:
It was reported that the ilet device experienced a cartridge issue in which the user was unable to remove the cartridge, and a replacement ilet was issued after troubleshooting and education. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included user interview and review of device history and complaint records. Investigation of this case revealed no reproducible malfunction identified and no evidence of device performance degradation. It was concluded that the event was related to a device component interaction involving the cartridge and that the root cause could not be determined based on available information.